Manufacturer narrative:
Reporter is a mitek employee. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on november 29, 2018 and passed all functional testing before being returned to the customer. The device was received and evaluated at the service center. The reported complaint that the cable of the micro tornado hp w handonctrol is damaged was confirmed as it was found that the bend protection and the insulation of the cable were damaged. Further, it was found during analysis that the on/off button of the device changes direction mode and that the values of the keypad were out of range. The motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired, and tested for functionality. User mishandling is one possible root cause for the damaged cable. However, given the information provided, we cannot discern a definitive root cause for the defective keypad and cable. The service history has been reviewed in lieu of the device history record for this warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that following surgery on an unknown date, it was discovered that the shaver had cable damage. There was no patient consequence. Upon manufacturer receipt and investigation, it was determined that the bend protection and the insulation of the cable were damaged. Further, it was found during analysis that the on/off button of the device changes direction mode and that the values of the keypad were out of range. This report is for a micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).